Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a pars plana vitrectomy triple cataract surgery strange noise was heard from an ophthalmic system and stopped working while irrigation aspiration was being performed. The planned vitrectomy was cancelled and only the cataract surgery was performed using a different system. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
The company representative was able to replicate the reported event. The host module was replaced to address the issue. The host was returned for testing on this investigation. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The host was received for investigation. A visual assessment of the returned sample revealed that there were no visual defects or abnormalities. The host module was installed into a known working hotbed with a know working hard drive and the reported event was able to be replicated. The error code 1006 was displayed on the screen and the console could not boot. After replacing the original ethernet cable with a known working cable, it was found that the error code was resolved. The host module was determined to be nonconforming due to an ethernet cable within the module. The root cause of the reported event is attributed to a nonconforming ethernet cable within the host module assembly. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).